Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed. The reported event cannot be confirmed through power-up test with ac and batteries. Upon further investigation, found downstream occlusion (dso) sensor defective (self occluding during testing). Replaced dso sensor and dso seal. Performed dso/uso sensor calibration. Validated repair through dso/uso occlusion test. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
It was reported that during testing the pump would not turn on. There was no patient involvement or harm reported.